Event description:
Per the clinic, the patient experienced skin breakdown at the implant site, exposing the receiver/stimulator (specific date not reported). The device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with another cochlear device as of the date of this report.